Event description:
It was observed that during the device evaluation, the laparoscope exhibited deformation, sharp edges, dents, deep scratches and bending free insertion section, image focus failure, component failure of light guide bundle and light source fiber break. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube failure is a mechanical problem, but the cause of the outer tube failure could not be determined. The most likely cause is some kind of excessive force. The light guide bundle failure is a light transmission problem, but the cause of the light guide bundle failure could not be determined. The most likely cause is some kind of excessive force. The image focus failure is an electronical component failure, but the cause of the electronical component failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.